Event description:
Allegations of burning paresthesia of the breasts and axillae, morning stiffness, memory loss, vaginal dryness and fatigue, upper gastrointestinal bleeding secondary to gastric ulcers.